Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaking past second o ring. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test. Found reservoir no leakage anomaly when removing the plunger, performed manual test appendix g and found plunger easy to release from stopper-plunger. (B)(4).